Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and found the ratio pump introducing air in the ise buffer chamber. The fse replaced the ratio pump to resolve the issue. The fse verified instrument operation.

Event description:
The customer obtained false high na (sodium), cl (chloride) and/or k (potassium), co2 (carbon dioxide), and calc (calcium) results for six (6) patients, over two days, involving the unicel dxc 800 pro synchron system. This report references the event which occurred on (B)(6) 2015; please refer to MDR report 2050012-2015-00280 for the report of the event which occurred on (B)(6) 2015. The customer repeated the samples on an alternate dxc and obtained lower na, k, cl, co2 and calc results considered correct. The false high na, k, cl, co2, and calc results were reported outside the laboratory and later amended. It is unknown if there was any change to patient treatment in connection to the event.